Event description:
Additional information received indicated there was a surgical delay of under one-hour.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. A4 also updated with patient weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported impact on patient outcome.

Manufacturer narrative:
H2, h3: software logs were analyzed. It was observed that the localizer timed out waiting for dsp mode response and the emitter did not change to the requested mode:6 . From the communication received from the site, it was seen that after removing the emitter connection from the I/o panel and reseating connection the instruments were tracking and showing green. But, there was information insufficient to determine what caused the reported issue. Previously reported codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. B01 c19 d14 apply logs were returned for analysis but analysis had not been completed at the time of filing. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the case they were unable to register and received a "localizer failed, unable to connect instrument to be used for registration" error. Trouble shooting was performed. Technical services (ts) asked if the instrument was plugged directly into the break out box and what the light color was on the port it was plugged into. The caller stated it was and it was green. Ts had the caller move the instruments to a different port on the opposite side of the panel that it was plugged into. The instrument was still displaying as green. The caller asked to open the tracking details on the registration screen. The caller stated the break out box was displaying green connected but the emitter was red and not connected. The caller asked if any noise was heard if they held their ear to the flat emitter. The caller could not hear any noise. Ts asked the caller to remove the emitter connection from the I/o panel and reseat connect and reseat the connection. After doing so, the caller stated the emitter started reading as initializing in the tracking details. After a few seconds, it was displaying green and connected. The caller also stated the instrument was showing green. Ts asked if the site had another flat emitter or side emitter, they did not. The caller stated that it was back to green and they would attempt to move forward with the case. Ts asked the site to call back after the case of it unable to proceed to run print diagnostics to help pinpoint if the emitter had any faults. The site did not use the system due to a root cause not being identified. Ts stated there was no indication of the emitter or controller not working as designed. There was no reported impact to patient impact and no reported delay to procedure. Technical services (ts) and the representative performed additional trouble shooting. The representative stated she saw the flickering of the emitter when booting up. The representative ran print diagnostics and not showing any faults and all connected. The representative did a visual check of the ports and connections for emitter and looked good. Restarted the system and emitter connected without delay. Went through mock registration with probe and patient tracker and was able to register the mock patient successfully and there was no flickering of the emitter or instruments in tracking details. They reviewed the scans of the patient to verify no metal plates and the patient does minimal metal in teeth. The representative did not encounter the flickering of the emitter during any of the testing.